Manufacturer narrative:
(B)(4). Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site.

Event description:
Physician reported after patient was injected with 0.5ml juvederm ultra xc into each oral commissure, 2.5 months later they developed firm red lumps at the injection sites which the physician believed was a possible "biofilm". Patient was treated with prednisone, augmentin, and ciprofloxacin; symptoms resolved two weeks after treatment.